Event description:
The hosp reported that during the saphenous vein harvesting procedure, the scissors shaft snapped on the harvesting cannulas. A replacement unit was used to complete the procedure. The hosp did not report any pt complications. Failure analysis performed in 2004, showed that the scissor shaft on both devices were broken. This is a reportable malfunction.